Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Clarification: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional (hcp) reported that a patient experienced 1st occlusion 2 years prior with an unknown juvederm® filler at another facility. This is the same patient reported under MDR ID# 3005113652-2021-03033 (allergan complaint #(B)(4)). This MDR is being submitted for the event occurred 2 years ago with suspect product, unspecific juvederm® filler.